Event description:
It was reported that the suture was stuck in the device and could not be harvested during attempted suture placement in the common femoral artery using the preclose technique with a proglide device using an 8f sheath prior to an endovascular abdominal aortic aneurysm (aaa) procedure. Two additional proglide devices were used for successful suture placement. The sheath was upsized to 14f and the aaa procedure was completed. Reportedly, the knots of the preplaced sutures were advanced, but oozing was seen. Manual arterial compression was applied to achieve hemostasis. There was no reported adverse patient sequela. There was no clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not complete. A follow-up report will be submitted with all additional relevant information. The other two proglide devices are being filed under separate medwatch MFR numbers.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported suture retrieval issue was confirmed. Based on visual inspection, functional testing, and dimensional measurements of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.